Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history related to the complaint defect.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the btt port was not keeping air on the vaso view hemopro. The hospital did not report any patient effects.